Event description:
Consumer stated the lower part has broken, the lower part of the guard cracks/splits and sometimes the upper part does too. He said it could be that he clenches/grinds his teeth in his sleep. Consumer sent in 3 guards.